Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented to clinic for a routine follow-up with stored episodes of intermittent lead noise. Noise was reproducible in clinic. Programming changes were made and further evaluation is planned. The patient will be monitored.